Event description:
Boston scientific received info from the local sales representative that the right ventricular (rv) lead was repositioned. There were complaints of diaphragmatic stimulation due to undersensing with an unk duration of time, loss of capture (loc), high pacing thresholds, and an apical perforation. No adverse pt effects were reported. The system remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.